Event description:
It was reported that the patient experienced device migration. The patient said they could feel the device move and could feel the lead buckling under their skin. A pocket revision was performed where the device was placed in a sub-muscular location and the leads were adjusted so no buckling would be experienced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.